Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During implant, the right ventricular (rv) lead was implanted and the patient was then externally defibrillated due to atrial fibrillation. Following the external defibrillation, increased impedance, capture threshold and low sensing were noted on the rv lead. The event was resolved by explanting and replacing the rv lead. The patient was in stable condition.

Manufacturer narrative:
The reported event of high impedance, high capture threshold, and low sensing amplitude were not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead found no anomalies.